Event description:
A malfunction was reported on the pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully.